Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe had a loose connection to the bd q-syte luer access split-septum stand-alone device and "moved back" during the injection. This occurred with 3 different q-sytes. The following information was provided by the initial reporter: 'during inject with syringe into qsyte, syringe is moved back."

Manufacturer narrative:
H6: investigation summary. Bd was unable to fully investigate this incident as the samples were received at the incorrect investigation site. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the syringe had a loose connection to the bd q-syte¿ luer access split-septum stand-alone device and "moved back" during the injection. This occurred with 3 different q-sytes. The following information was provided by the initial reporter: 'during inject with syringe into qsyte, syringe is moved back."